Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for the last month on and off they have noticed that their stimulation has been turning off and they struggle to turn it back on. Caller stated that if the implant goes below 30% in charge, then the stimulation turns off. Caller added that they even tried going into MRI mode to see if it would turn back on once they exited MRI mode. Caller stated they can't even describe how much pain they're in without the stimulation. Agent (B)(6) caller through turning stimulation on using the stimulation on/off button on the controller. Caller noted that they can feel the "dancing stilettos going all over their legs and butt." Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Agent mailed patient physician listings. Patient called back and stated ever since their last call to patient services their controller has been in a foreign language. Patient noted that "it's off" but they don't know how to turn it on since it's not in english. Agent walked patient through changing the language back to english. Patient confirmed that the language was back to english.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.